Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 99% stenosis and heavy calcification and tortuosity. The lesion was pre-dilated and the 2.5x48 mm xience xpedition stent was implanted. An edge dissection was noted so another xience xpedition stent was used to treat the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.